Manufacturer narrative:
Patient age described as elderly. This report is for an unknown tfna helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure treating femoral fracture on (B)(6) 2021, the surgeon inserted a trochanteric fixation nail advanced (tfna) blade that was too long, subsequently it did not finish in the correct position, so the flat surface was in the horizontal plane, whilst locking surgeon claimed the mechanism advanced and the torque limiter clicked. Report was completed with an unknown delay. Patient was okay. This report is for an unknown tfna helical blade. This is report 1 of 1 for (B)(4).